Manufacturer narrative:
In addition, during inspection and testing of the device, service found the video connector latch was worn out, causing poor connection with pigtails. The device was repaired, inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the subject device for use, prior to an unspecified procedure, the power button was stuck in the ¿on¿ position. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service confirmed there was a failure of the power switch.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10. Please see updates to h4, h6 and h10. Correction to h10 - the device evaluation was inadvertently added to b5 of the initial medwatch report. The device evaluation is as follows: the subject device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service confirmed there was a failure of the power switch. In addition, during inspection and testing of the device, service found the video connector latch was worn out, causing poor connection with pigtails. The device was repaired, inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the power switch was broken and function properly. The amount of force applied to the power switch and the number of pressing exceeded the original assumption made at the design phase. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.